Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery, the taperloc box was all sealed, when implant was opened it had metal dust particles in the package. The surgeon did not want to use that implant and he only had 1 of each size so he broached to the next size up till he got it to sit where he liked it. It was noted he had a very difficult time going up to the next size. It was reported no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed with product return. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. Review of the device history records for the reported items identified no deviations or anomalies related to the reported issue during manufacturing. The likely condition of the products when they left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed and/or the porous coating to shed from the implant. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon further investigation, it has been determined that the debris is the sterile packaging meets the acceptable criteria specifications. This event is no longer considered reportable. Therefore, the initial report should be voided.